Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer stated that the cubie in auxiliary 1 drawer 4 failed, the user tried to recover but unsuccessful. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a drawer failure. The field service engineer found a slight shorted sport on the pyxi bus cable in auxiliary and replaced the cable to resolve the issue. The fse mentioned that the customer was refilling medications and was able to log in manually to pull medications. There was no adverse reactions or patient harm. The system functioned as intended after the field service engineer troubleshooted the device.